Manufacturer narrative:
Approximate age of device ¿ the day of implant. It was reported that the device was discarded and would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure of a left ventricular assist device (lvad), when the new coring tool was opened, the surgeon noticed that the guided pin was distorted and touching the helix. After the guided pin was straightened with pliers, the device was used correctly and cut the hole properly. There was no delay to the implant procedure, and the patient did not experience any adverse sequelae. No additional information was provided.

Manufacturer narrative:
Section d4, h4: additional information: the report of a distorted coring tool guided pin touching the helix could not be confirmed as no images were provided and the coring tool was not returned for investigation. Manufacturing has been notified of this reported event and the coring tool assembly documents were updated to include inspection criteria and defect pictures related to bent coring tool pins. The heartmate 3 coring tool instructions for use (IFU) warns the user to ensure that the coring tool is not damaged prior to use. The device should not be used if it appears to be damaged in any way. Further, this IFU warns the user to avoid attempting to repair the coring tool system components. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The part number of the device was corrected from 106528int to 10005872 additional information - the lot number was provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.